Manufacturer narrative:
Approximate age of device ¿ 0 days. Patient weight was requested but not provided. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced an episode of supraventricular tachycardia (svt). The patient was given an amiodarone bolus. Electrophysiology and arrhythmia were evaluated. It was recommended for the patient to continue amiodarone. Patient later transitioned to meoptrolol twice a day. Further information was requested but no additional information was provided.